Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the constant stabbing pain and constant bleeding, mood swings') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("the constant stabbing pain and constant bleeding, mood swings") and mood swings ("the constant stabbing pain and constant bleeding, mood swings"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and mood swings outcome was unknown. The reporter considered genital haemorrhage, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, mood swings, genital bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the constant stabbing pain and constant bleeding, mood swings') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("the constant stabbing pain and constant bleeding, mood swings") and mood swings ("the constant stabbing pain and constant bleeding, mood swings"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and mood swings outcome was unknown. The reporter considered genital haemorrhage, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, mood swings, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.